Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, deformation, white particles, weight to the spec and delamination total of the orientation dot (>75% total separation). Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: a delamination total of the orientation dot (cohesive failure). The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported textured to smooth exchange, capsular contracture baker grade IV, "calcified", and crease on right side. The device has been explanted.